Event description:
On (B)(6)2010, the patient was implanted with an scs system. While recovering from the implant (within 2 hours), the patient was in her hospital room and decided to situate herself differently for comfort. She lifted her hips and then her legs. At that point, she could no longer move her legs but she could feel them. By the time the physician returned to the hospital, the patient had regained movement. She continues to do well. The total duration of event was about 60 minutes.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the lead has not been returned so, no analysis was able to be completed. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.